Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the saline package in the 4 boxes of magic3® hydrophilic catheter when shipped was so filled with air that it was hard to open and when opened there was very little liquid.

Manufacturer narrative:
The reported event is inconclusive as the representative lot sample evaluated met specifications but the condition of the original used sample is unknown. Visual evaluation noted 4 unopened intermittent silicone catheters were received in original packaging. 2 samples used to open water packet and was easily opened. Dimensional evaluation noted volume of water was measured for 2 samples which contained 4.0 ml which is within the specification range. Although representative samples met specifications it is unknown if original product met specifications. Although an exact root cause could not be determined, a potential root cause could be insufficient water volume to cover catheter. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded and no additional actions are required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not preformed because labeling could not have prevented the reported event. The actual/suspected device was inspected.

Event description:
It was reported that the saline package in the 4 boxes of magic3® hydrophilic catheter when shipped was so filled with air that it was hard to open and when opened there was very little liquid. Per additional information received via form with sample returned on 24jan2022, it was reported that the foil pouch with sterile water was difficult to open and contained very little water. Patient had 4 boxes , each contained 30 units and all had same lot.